Event description:
It was reported that during a ptca treatment procedure, the physician thought that the tip of this product was too thick preventing a balloon and stent from being used with this product. The lesion being treated was a mildly calcified, 65% stenotic lesion in the mid lad coronary artery. The choice pt guidewire was removed and the replaced with another choice pt guidewire with the same problem. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.